Manufacturer narrative:
H.6. Investigation: one photo and one sample in open packaging was received by our quality team for evaluation. Upon visualization of the sample received loose black foreign matter was observed inside the syringe; therefore, the reported failure can be verified. Additional testing, fourier transform infrared spectroscopy (ftir) was performed on the foreign matter, the foreign matter was identified as poly(isobutyl methacrylate). Poly(isobutyl methacrylate) is used as a binder in plastic coatings, paints, primers and printing inks and was identified to be used in the barrel printing ink of this device. The quality team's investigation included an inspection of the 20ml production line and there was not any abnormality during the production run. They suspect the loose black ink foreign matter happened at the assembly process, the foreign matter fell into the barrel and the affected barrel was not identified and thrown out after cleaning. Based on the quality team's investigation, the root cause of this incident is related to the assembly process. A revision was made to the cleaning equipment checklist and training was conducted to all production technicians on the proper cleaning method to clear and flush all parts inside the assembly machine before performing the cleaning process. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered inside syringe with a bd syringe 20ml ll precise. The following information was provided by the initial reporter: the user complained that foreign body/ dirt was found inside the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered inside syringe with a bd syringe 20ml ll precise. The following information was provided by the initial reporter: the user complained that foreign body/ dirt was found inside the syringe.